Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction it was reported that the patient states therapy has not been working for a long time. Agent asked when patient noticed therapy not working and patient states 1.5-2 years ago. The patient has had several surgeries and hospitalizations, and the surgeries were for other things not related to the implant, so the therapy has just gotten by the wayside. The patient was supposed to have an MRI today and did not realize the bladder stimulator was still working but has lost the programmer. The agent provided sunmed vendor information, and the patient will call back when they have the time. Lost handset [see general tab for rule out on lost/ surgeries nd hospitalizations].